Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for clinical reasons, namely meningoencephalocele and meningitis, most likely due to osseus erosion caused by the growth of a cholesteatoma. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process and the dura was reportedly found to be covered by bone and not in contact with the device. Further, the device was reportedly functional and did neither caused nor contributed to the reported explantation, as stated in the explant report form signed by the explanting surgeon. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
On the (B)(6) 2023 the patient involved in this complaint was appointed for a cholesteatoma removal surgery which seems to be affecting in the mastoid bone under the implant. The user is doing fine after the revision surgery/ re-implantation.

Event description:
The device was explanted due to a cholesteatoma which was affecting the mastoid bone under the implant.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.